Manufacturer narrative:
Device MFR date unk. No info collected at the time of the incident. Unable to do any further investigation.

Event description:
A site reported, they experienced an axiem system crash during a shunt procedure. There was no impact on pt outcome reported.